Event description:
It was reported that during a device changeout procedure, this lead was partially explanted due to unknown reasons. No additional adverse patient effects were reported. It is not expected to receive the explanted portion of this lead for analysis.